Event description:
Nurse attempted to flush IV-would not flush. Nurse attempted to remove IV catheter and restart new IV. Only plastic hub came out of pt's vein. Rest of catheter approx 2 cm of plastic cannula remains in pt's vein. Vascular surgeon consulted to remove catheter. Catheter removed without difficulty.